Event description:
It was reported that during a left anterior descending artery stenting procedure in a long diffuse heavily calcified lesion, two xience v stents (3.0x18mm; 2.5x23mm) failed to cross the lesion. A third xience v stent (2.5x23mm) met resistance upon advancing through the guide catheter. The stent delivery system (sds) was removed from the guide catheter and the stent was noted to be flared. Upon examination of the device it appeared that the balloon had been partially inflated, probably prepped incorrectly. There was no adverse patient sequela reported. Although requested, there was no additional information provided. The event is being filed based on the analysis of the returned 2.5x 23 mm xience v sds which revealed that the stent was loose on the balloon, and that the stent implant was placed backwards on the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood in the guide wire lumen. There was no contrast visible. This is consistent with the reported information that the sds was inserted into the body. The stent implant was dislodged from the balloon. The stent implant was loose on the tightly folded balloon between the markers and was returned backwards on the balloon; however, the crimp marks on the balloon were facing the correct direction. The first two rows of the distal end of the stent implant were flared. There was no other damage noted to the stent implant. In this case, additional information was received confirming that the stent was only flared and was not moved (dislodged). Based on this information, and the stent dislodgement and damage was not reported, it is likely that the noted stent dislodgement resulted from handling during packing for shipment back to abbott vascular. Analysis also noted the proximal and distal balloon tapers were bunched. There was a kink in the hypotube 1.5 cm proximal to the separation. The distal edge of the soft tip was jagged. This could have resulted from the attempts to push the sds through challenging anatomy. The hypotube and jacket were separated 25 cm distal to the strain relief tubing. The fracture faces were oval and the jacket was stretched and jagged at the separation. Further handling of a kink post procedure could have contributed to the noted hypotube separation. There was no other damage noted to the sds. In this case, the noted damage was not reported or observed during visual inspection prior to the procedure and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The entire length of the tip was measured and met manufacturing criteria. The distal and middle outer diameters of the stent implant and met manufacturing criteria. The anatomical conditions reported a heavily calcified lesion which appears to have contributed to the reported failure to cross. The reported failure to cross appears to be related to the procedure circumstances and all noted damage appears to have occurred post procedure due to handling. Additionally, there is no indication of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this report.